Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
Maude event report received from FDA indicates pt had a prodisc-l total disc replacement and developed seromas in the lower abdominal cavity between skin and muscle and under abdominal muscle. Pt returned to surgery to remove seromas, 6 to 8 were found and removed. A drain was placed to remove excess fluid, however, only lasted 3 to 5 days... Approx two months later, seromas have returned. Possible peritoneum hole or leakage. Back pain has also returned.